Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Concomitant medical products: associated products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp lot number: 61968525 serial number: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp lot number: 61968528 serial number: (B)(4). The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by flextronics on november 14, 2019 revealed that there were screws missing. The ratchet was received disassembled. The comb and stabilizer feet were defective. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by flextronics on november 19, 2019 which included replacement of the set screws, stabilizer feet, comb, and cap screw. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher ratchet was returned disassembled, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the set screws, stabilizer feet, comb, and cap screw were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The customer returned the product because the handle is disassembled. There was no surgery. Investigation identified that the cutter produced incomplete sample meshes. No adverse events were reported as a result of this malfunction.